Event description:
Medwatch report states: initial surgery intermedullary nail right femur. Patient returned four and a half yrs later with pain, it was noted that the locking screws to the nail had broken. Patient underwent minor surgery to remove broken screws. Physician stated that this was related to normal wear and tear over a 4 1/2 year period for an active young adult.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided, as the lot numbers required to review the device history records were not provided. Although the complaint is non-verifiable, the medwatch report stated the surgeon thought it was related to normal wear and tear over a 4 1/2 yr period for an active young adult. Based on the investigation, the need for corrective action is not indicated. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.